Event description:
Given imaging bravo ph capsule malfunctioned before procedure started. Following several attempts, it would not calibrate and shared the message "waiting for capsule." Subsequently, a "like device with the same lot number was utilized without issue.